Manufacturer narrative:
Complaint confirmed. Visual evaluation of the complaint device revealed that the segment of ceramic encasing the right side of the distal tip of the ar-9821 ablator displayed signs indicative of heat damage. The ceramic appeared to have cracked and melted at that location. This event is most likely caused by prying/leveraging of the device, use of excessive force against bone/bony tissue, and/or use of the device for extended periods of time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
During the case, the surgeon saw a flash on the screen and there was then a burn on the tip of the wand and part of the ceramic on the side of the wand is missing. Caller was unsure if that part went into the patient and if so, if it was removed via suction. The same wand was used to complete the rotator cuff repair.